Event description:
Alleged event: it was reported that the gynaecologist had placed two sutures for the sacro spinale fixation, when knotting the suture in the cystocele the suture broke twice. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history record of batch number (B)(4) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. Tensile strength test card was reviewed and there is no indication of functional failures. The manufacturer will continue to monitor and trend related events.